Manufacturer narrative:
The dispatched service engineer could narrow down the root cause for the problem to a worn ventilator motor and replaced it. The device passed all tests after the repair exchange and is back in use w/o further problems. The manufacturer has evaluated the log file and found entries which are in relation to the reported ventilator failure: two different error codes can be found in the log; first one is indicating speed deviations and the second one a stalling of the motor, finally. The particular motor has been in operation for nearly 12 years. This motor is designed for a lifetime of 10 years at standard operating conditions which the respective unit has lasted. Dräger finally concludes that the device responded as designed upon the malfunction of a wear-and-tear component; it has shut down automatic ventilation when the error occurred to prevent from damages to the ventilator unit and posted a corresponding alarm. Manual ventilation remains possible in this state. Reportedly, no patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported while in use the fabius gs ventilator failed. The patient was manually ventilated and the case was completed. There was no patient injury reported.